Event description:
It was reported that a user of the ilet system contacted support with a blood glucose of 278 mg/dl after a recent meal and noted 18 units of insulin remaining; the user confirmed no leaks or kinks with the inset and completed a supply change with assistance, after which insulin delivery was resumed and glucose trended downward, with the event categorized as an adverse event without an identified device or use problem and the component not otherwise coded. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and no specific device or use problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.